Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (resets) has been confirmed. Upon investigation the charger/modem was resetting. Upon investigation the charger exhibited a failure at pld component u1003 and pxa component u104 on the c/a board. The root cause for the u1003 and u104 failure could not be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem sn (B)(4) and reported that the battery charger/modem was resetting.

Manufacturer narrative:
During investigation of monitor sn (B)(4) for an unrelated issue, a reportable device malfunction was found. The monitor failed incoming functionality testing. Upon evaluation, the monitor had extensive contamination throughout the monitor. The root cause of contamination was ingress of unknown liquid. No adverse event resulted from the defective monitor. Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (resets) has been confirmed. Upon investigation the charger/modem was resetting. Upon investigation the charger exhibited a failure at pld component u1003 and pxa component u104 on the c/a board. The root cause for the u1003 and u104 failure could not be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem sn (B)(4) and reported that the battery charger/modem was resetting. During investigation of monitor sn (B)(4) for an unrelated issue, a reportable device malfunction was found. The monitor failed incoming functionality testing.